Manufacturer narrative:
Concomitant products: johnson & johnson gynemesh/gynemesh ps: (B)(6) 2010, unspecified cook medical device: (B)(6) 2012, coloplast device: (B)(6) 2012. The product code listed is not necessarily the product code assigned to the device 510(k), but rather the product code that seems the most appropriate based on the surgical procedure in which the product was implanted. This MDR is related to MDR 1835959-2015-00257.

Event description:
The patient was reportedly implanted with a johnson & johnson gynemesh/gynemesh ps on (B)(6) 2010 at (B)(6) by dr. (B)(6). The patient was also reportedly implanted with an unspecified cook medical device on (B)(6) 2012 at (B)(6) by dr. (B)(6). Finally, the patient was reportedly implanted with an unspecified cook medical product and a coloplast device on (B)(6) 2012 at (B)(6) by dr. (B)(6). The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.